Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the emergency room for hypoglycemia on (B)(6) 2018. Blood cultured were (B)(6) for e. Faecalis. Transesophageal echo was performed on (B)(6) 2018. A large vegetation on the tricuspid valve was noted. The system was explanted on (B)(6) 2018.

Event description:
New information noted that endocarditis with vegetation was noted on the device and leads. The patient was admitted to the hospital on (B)(6) 2018. Moderate amount of thrombus requiring thrombectomize in the superior vena cava was well as the atrial valve was noted during explant procedure. The explant procedure was extended due to the removal of the pacing leads and an inactive lead. The patient tolerated that procedure well and was stable.